Event description:
Cardiac dilation balloon emerge nc 3.5mm x 12mm (ref # h7493926712350) ruptured and disengaged with the delivery device inside the patient's sheath. It was never inflated beyond rated limits. During a pci a non-compliant balloon was inflated multiple times at high pressures. The balloon ruptured, which can happen. But in this case the balloon became dislodge from the delivery system. Thankfully this occurred within the guide so it was able to be removed from the body completely with no retained pieces.